Manufacturer narrative:
On 2/21/2019, mentor became aware that the patient did not have deflation on the left but rather had breast asymmetry, soft and droopy left side and capsular contracture baker grade iii on the right breast. Mentor also became aware that the patient underwent bilateral removal and replacement with two 400cc mentor smooth round moderate plus profile saline breast prostheses on (B)(6) 2019. On 2/27/2019, the mentor failure analysis lab has received the device for evaluation. On 3/11/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Since this pi is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. A manufacturing record evaluation (mre) of lot number 6699250 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with a 400cc mentor smooth round moderate plus profile saline breast prosthesis, experienced left side deflation post-operatively. Patient reportedly noticed the softening of the implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.